Event description:
A (B)(6) male with dvt poor candidate for long-term anticoagulation thus an ivc filter placement was indicated. The ivc filter perforated and sheath within the right common femoral vein. The filter had to be deployed within the right common iliac vein. He did have a second filter placed in the normal infrarenal position, protecting him from dvt. The following day, the pt was brought back to surgery to attempt to remove the filter. The hook appeared to be embedded in the wall of the vein so it could not be removed.